Event description:
The clinic reported that a laser vision correction patient presented at the one day post operative visit with stage 1+ dlk, (diffuse lamelar keratitis). The patient's ucva (uncorrected visual acuity) was 20/25 in both eyes (ou). The patient was treated with steroid eyedrops.

Manufacturer narrative:
An amo field service engineer inspected the system and no issues were found that related to the reported event. All pertinent information available to abbott medical optics has been submitted. Placeholder.